Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A patient reported that he had to be hospitalized due to high blood glucose (bg) levels reading high >27.8 mmol/l (>500 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient called the diabetic nurse, who advised him to seek medical attention. At the hospital, the patient was treated with insulin, 3 bags of intravenous (IV) fluids, checked his oxygen (o2) levels, and ketones were confirmed (exact amount was not provided). The patient's blood glucose (bg) levels went down to 10 and 11 mmol (180 to 198 mg/dl). The pod was removed by hospital staff. No other information was provided on this event.